Manufacturer narrative:
(B)(4). The cause of the peritonitis was related to poor aseptic technique. A labeling review was performed and found to be adequate for the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up call for an unrelated alarm, the peritoneal dialysis (pd) nurse reported the patient was diagnosed with peritonitis on (B)(6) 2011. The patient was not hospitalized and was treated with antibiotics. There was no exit site or tunnel infection. An effluent sample was taken prior to the start of antibiotics. The patient began pd therapy three years ago. The pd solution was not considered suspect and was not stopped due to the peritonitis. The patient's transfer set was replaced. The nurse stated the peritonitis was due to a break in aseptic technique and the patient has been retrained. The peritonitis is ongoing and improved.

Manufacturer narrative:
(B)(4). This is report 5 of 5 involved in this peritonitis event. A follow-up report will be submitted upon completion of baxter's investigation.